Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that during an implant procedure that the atrial lead had high capture threshold. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. The patient condition was stable.